Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following information, there is a possibility that the distal end cap may have cracked due to physical stress applied to the distal end due to the user's handling. -according to the inspection result of the device, the distal end cap was cracked. -according to the inspection result of the device, the light guide lens and the objective lens were scratched. -the instruction manual states the precautions not to apply physical stress to the device. -according to the past similar cases, it was concluded that the distal end cap broke due to physical stress on the distal end due to user's handling. The instruction manual states an inspection of the external surface of the entire insertion section including the bending section and the distal end. By following these instructions, the user will be able to properly detect the reported event. The instruction manual also states warnings to avoid impact on the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. By following these instructions, the user can reduce or prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: -there was a leakage due to loose contact pins on the electrical connector. -the adhesive under the lens at the distal end was porous and had gaps. -the light guide lens was chipped and the ccd cover lens was scratched. -there was a hole in the adhesive of the ccd cover lens. -the adhesive of the bending section rubber was separated. -the insertion tube was scratched, the coating was peeled off, and it was deformed. -the scope cover of the control section was cracked. -the paint on the nut of the suction cylinder was peeled off. -the coating of the universal cord was damaged. -there was a defect in the screw of the air/water supply connector. -there was obvious play in the angulation system. -the pressure test of the electrical safety test failed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to the service department of olympus (B)(4) due to a leakage from the distal end during reprocessing. The service department of (B)(4) then inspected the device and found that the distal end cap was cracked. There was no report of patient injury associated with the event.